Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia after the device¿s meal announcement size became inflated, resulting in usual meal entries delivering approximately 12 units and prompting lows; the caregiver was guided through a factory reset with troubleshooting and education completed. Symptoms included low glucose with nadirs in the high 40s and device alerts for low, urgent low soon, and urgent low. Outcomes included self-treatment with oral glucose and assistance from parents and a school nurse without medical intervention or hospitalization. Investigation included customer support troubleshooting and education on procedures and tips for completing the reset. Investigation of this case revealed hypoglycemia with a cause that remained unclear, with no confirmed device malfunction identified during remote support. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.